Manufacturer narrative:
Continuation of d10: product ID: hh9020tdd, serial# (B)(6). Product ID: a820, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was recieved from the patient regarding their external device. The patient reported for "months" he had been having issues with the handset connecting to the pump when he was trying to bolus because it lags at 90%. Agent reviewed data and walked patient through deleting the data. Patient was able to connect to the pump with no lag. Patient would call back if she needs further assistance.